Manufacturer narrative:
The product was returned for analysis. And the reported complaint was observed. Additional observations were as follows: the device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been advanced into the mid nozzle and is advanced under the lens. The lens is advanced into the nozzle entry and is misfolded. We are unable to determine, the root cause for the reported complaint "faulty lens". Plunger underride observed. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay, during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path. Which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f). Lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
It was noted during the surgery and there was patient contact and no patient harm. The surgery was completed with an alternate lens. Additional information was requested and received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the lens was faulty and injector had issues. Additional information was requested.